Event description:
It was reported that the insulin pump alarmed battery test high and failed battery test. The caller did not provide the blood glucose reading. The customer's wife stated that the customer was not present with the insulin pump in order to properly troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.